Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Visual inspection of the actual device upon receipt: a blood clot was found near the 3/8 port of the reservoir (inside the cardiotomy filter). No anomaly such as damage was found. Visual inspection of the defoamer of the venous filter and defoaming agent after disassembling the actual device. No significant blood clots were observed on the inner surface of the defoamer of the venous filter or on the defoaming agent. Visual inspection of the cr filter and the defoaming agent removed from the actual device: the formation of blood clots was observed on the surface of the defoaming agent in cr filter. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, blood clot was observed on the defoaming agent in cr filter of the actual device. The cause of the obstruction inside the cr filter may have been related to the formation of blood clots inside the filter due to the aspiration of blood clots from the surgical field or blood with activated coagulation factors, but it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if blood entering the cardiotomy reservoir filter inlet appears to spill over versus entering the filter this may indicate that the filter is clogged. Discontinue using the cardiotomy reservoir filter. Replace the reservoir." "The blood flow into the cardiotomy filter should not exceed the rate of 5 l/min. Excessive blood flow rate may increase the pressure in the cardiotomy filter, resulting in back-flow into any solution or blood." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: thirty (30) minutes after cpb circulation, obstruction was observed in cr filter side. The suction pump was run for a while and bubbles blew up from the inside of cr. The reservoir was replaced, and the case was continued. After replacement, saline replacement was attempted; however, saline solution did not flow to cr side and saline lock was unsuccessful. Since the reservoir has been replaced, it was determined to be a serious injury. The patient was not harmed.